Manufacturer narrative:
Investigation results were made available. Missing information was requested from the author of the journal article. It was explained to zimmer (B)(4) that the required data cannot be provided. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: the trend analysis could not be reviewed as no item number was available. Review of event description: in the journal article "modified extended trochanteric osteotomy for the treatment of vancouver b2/b3 periprosthetic fractures of the femur" it is reported that one patient was implanted with an unknown acetabular cup which was revised due to dislocation. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Conclusion summary: from the journal article it is only known, that a (B)(4) revitan stem was implanted. All other products are unknown. However, it cannot be excluded, that a winterthur cup was involved in this specific event. All patients underwent extended trochanteric osteotomy to treat periprosthetic fracture. The most common complication after a revision tha for a periprosthetic fracture is dislocation. Further the journal article states that this event was associated with another trauma and can not directly be related to the previous surgery. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical reports were provided for review x-ray pictures are part of the journal article. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information was requested on april 28, 2017 to the appropriate representatives. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
A journal article was received. The purpose of this study was to report the clinical outcome of revision total hip arthroplasty (tha) with the use of a modified extended trochanteric osteotomy (eto) in pff treatment. There were 43 cases between 2000 and 2014 were analyzed. Clinical and radiographic evaluation was performed with a mean follow up of 40 months. Among 43 cases, six patients (15%) developed postoperative complications. From the journal article, it was found that a patient had a revitan hip stem implanted and experienced acetabular component dislocation. The patient was revised on unknown date. Reference: "ladurner a, zurmühle p, zdravkovic v, grob k, modified extended trochanteric osteotomy for the treatment of vancouver b2/b3 periprosthetic fractures of the femur, the journal of arthroplasty (2017), doi: 10.1016/j.arth.2017.02.079."